Event description:
Natus csf (cerebrospinal fluid) (eds 3) drainage system has had 9 events of breaking at stopcock, transducer or clamp at our facility. 3 transducer breaks/malfunctions, 3 stopcock breaks/malfunctions and 5 clamp breaks - all occurrences resulting in need for new drainage systems. Broken clip events: the white clip that holds the drainage system to the IV pole will break in various areas of the clamp when it is clamped to the pole. Stopcock breaks include breakage at the intersect collection chamber and bag. Transducer breaks include the transducer breaking at the site connection to evd (external ventricular drain). Reference reports: mw5163717, mw5163719, mw5163720, mw5163721, mw5163722, mw5163723, mw5163724, mw5163725.